Event description:
Male who returned to the office after his pacemaker generator replacement complaining of a bruit sensation in his left ear. A carotid doppler in 2006 showed a severe stenosis involving his left internal carotid artery. A carotid arteriogram showed a high grade stenosis 75% involving the left internal carotid artery starting 1cm distal to the carotid bulb. During that carotid arteriogram, the pt developed a severe contrast anaphylactic reaction with laryngeal edema and facial swelling. The pt was admitted to the hospital for 48 hrs for treatment of this severe allergic reaction. After the contrast reaction subsided, the pt decided to proceed with a left carotid endarectomy. At the time of operation, the carotid atherosclerosis extended 6cm above the bifurcation toward the base of the skull. A 7cm biologic pericardial patch (shelhigh) was utilized for the closure of the carotid arteriotomy that extended to the base of the skull. Neurologic monitoring was very stable. The pt was discharged to home without complication. Approx 2 months postop, the pt was admitted to the hospital from the ER after a carotid ultrasound showed a bleeding pseudoaneurysm. Prophylactic antibiotics were started after blood cultures obtained. Dr, interventional radiologist was consulted to help manage and prepare for the carotid arteriography and the anesthesia dept was notified to assist with airway support with intubation. We were prepared to provide airway, breathing and circulatory support regarding the pt's severe contrast allergy. Our plan was to protect the airway and provide respiratory support with intubation and then perform the carotid arteriogram in a controlled environment. The carotid arteriogram showed a bleeding pseudoaneursym originating from the distal common carotid artery. I had the interventional radiologist place a deflated occlusion balloon in the proximal common carotid artery to help provide proximal control of the carotid artery in preparation for and in case of exsanguinating hemorrhage developed during the transfer to the or. After the carotid arteriogram, we took the pt immediately to the or to repair the bleeding pseudoaneursym. Meanwhile, the left neck wound was gradually expanding and we expeditiously positioned the pt on the or table, neurologic monitoring specialists placed the monitoring electrodes. Dr, the pt's cardiologist managed the occlusion balloon that was located in the left proximal carotid artery. The left neck wound was explored proximally away from the wound cellulitis and the occlusion balloon was insufflated by dr. The occlusion balloon provided control of the bleeding. During the occlusion of the left carotid artery, the pt developed significant deteriorating neurologic and cardiovascular changes while we placed several reinforcement sutures on the artery to control the bleeding. The neurologic monitoring technician noted this neurologic response was quite different 2 months earlier. The patch did not appear abnormal. The biologic patch integrity appeared normal. The surrounding tissues around the artery were what you would expect 2 months after surgery with significant scarring around the artery. The only abnormality was a small space between the sutures on the patch and that was the source of the bleeding. As the occlusion balloon was deflated, the pt's neurological function slowly returned to baseline. Dr and I discussed the options to replace the patch and placing an intraluminal shunt for neurologic support, but due to the long patch extending up to the base of the skull, I was not confident that I could control the distal internal carotid artery at the base of the skull with a shunt in place. My plan was that since I was able to control the bleeding with a few sutures, I would take multiple cultures around the patch to confirm if indeed the patch needed to be removed. The pt was neurologically intact after the operation. The blood cultures obtained in the ER a day prior to his operation became positive for gram positive bacteria and the final blood cultures result indicated a methicillin-resistant staph aureus infection. IV antibiotics were continued post op and were managed by dr and dr. The pt was discharged to his home by dr with oral antibiotics, despite my recommendation for long-term outpt IV antibiotics. The wound cultures results were finalized after several days. The wound culture showed a methicillin-resistant staph aureus infection around the pt's biologic carotid patch (shelhigh). The or supervisor was aware of the hemorrhage from the patch and about the possibility of an infection from the biologic patch. Three days after his discharge from the hospital in our office, I had a lengthy discussion about my recommendation to remove the patch. I told them that I recommended the removal of the patch because of the positive blood and wound cultures. I also explained that the removal of the patch would be a risky operation regarding the preservation of his neurologic function during the procedure. I recommended to the pt that I was referring him to other cardiovascular surgeons in the area about my recommendation to remove the patch. I suggested a referral to dr at the med ctr and dr at med ctr. I wanted their opinion and if they had any suggestions about how to manage this carotid patch. I sent a letter to dr about my recommendations for removal of the patch and to seek another opinion regarding the appropriate treatment options for his pt. The pt refused my recommendation to have any more operations and/or to seek any other consultations regarding my recommendation to remove this patch. Pt was seen six weeks postoperatively and the neck wound cellulitis had resolved and the pt had returned to part time work helping his family with carpentry about 3-4 wks after surgery. During pt's 6-wk post-op visit, I again reemphasized the importance of (more)